Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid: (B)(6). This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result on a patient. The following results were provided: on (b)6) 2023 ,sid (B)(6), initial = < 1.3 ng/l, repeat = 145 / 10 ng/l . No impact to patient management was reported.

Event description:
The customer reported a falsely elevated alinity I stat high sensitive troponin-I result on a female patient that was not reported out of the laboratory. The following results were provided: (B)(6) 2023 sid (B)(6) initial = < 1.3 ng/l, repeat = 145 / 10 ng/l no impact to patient management was reported.

Manufacturer narrative:
Section a3: female selected. The complaint investigation for a falsely elevated alinity I stat high sensitive troponin-I results included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Using worldwide field data, a review showed that the median patient results for the lot 53021ud00 are within established limits, confirming there was no systemic issue for lot number 53021ud00. Trending review determined no related trend for the issue for the product. Device history record review did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency for the alinity I stat high sensitive troponin-I, lot number 53021ud00, was identified.